Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Weight: 63.4 kg. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine and a prismaflex set, the patient's access was disconnected and an external blood leak was observed. This was noted during patient repositioning in bed when blood on the linen was observed. The patient had a history of "fiddling with the lines". Continuous renal replacement therapy (crrt) was resumed. There was no report of patient injury or medical intervention associated with this event. No additional information was provided.